Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's internal and detachable battery deleted alarm occurred. The battery indicator showed empty though the power cord was in connection. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the error log revealed that a battery depleted alarm had been recovered. It also revealed that during the occurrence of the alarms, the internal battery capacity had been 99 % and detachable 99 %. Given the results, a temporary failure may have occurred in the charging functionality. The device's circuit board was replaced to address the issue. The device passed final testing. Section h- evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid was updated.

Event description:
The manufacturer received information alleging a ventilator's internal and detachable battery deleted alarm occurred. The battery indicator showed empty though the power cord was in connection. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's internal and detachable battery deleted alarm occurred. The battery indicator showed empty though the power cord was in connection. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the error log revealed that a battery depleted alarm had been recovered. It also revealed that during the occurrence of the alarms, the internal battery capacity had been 99 % and detachable 99 %. Given the results, a temporary failure may have occurred in the charging functionality. The device's circuit board was replaced to address the issue. The device passed final testing. The device was returned to the manufacturer's quality product investigation laboratory (pil) for evaluation. During the evaluation of the device pil installed the trilogy evo system pca on the trilogy evo stb and started therapy and ran therapy on detachable battery power until the detachable battery was at approximately 43% capacity and then ran therapy on internal battery power until the internal battery was at approximately 68% capacity. Pil then reinstalled the detachable battery and applied ac power and charged both batteries to 100% capacity and then ran therapy on ac power for approximately 1 hour and the system pca operates without issue, the error codes that were found in the error log never reoccurred. Pil concluded that this is a software issue with the system pca investigated under defect 484.